Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was reloaded. The ups batteries need to be replaced and this will be done by the customer. It is expected that replacement of this part will restore the system to its intended use.